Event description:
It all began with extreme fatigue a few weeks after breast implants back in 1999 (mcghan textured saline), to the point where I was unable to function, the kind that takes over your entire body and leaves you with no motivation to do anything. I had always been in excellent shape, ate healthy and very active. My mom questioned if the implants could possibly have a link and I denied and shrugged it off (because no study or warning came from dr or MFR of this). Shortly after this I had fainting and seizure episodes (severe, where dr called 911) and a cardiologist diagnosed me with mitral valve prolapse, and I was told that I would be implanted with a pacemaker. Also suffered from ibs. Going into the second and third year I would develop more symptoms, such as chronic dehydration, dry skin, migraines, depression, anxiety, temperature intolerance, cystic acne, brain fog, and blurry vision (on and off). The following years symptoms increased, bringing on arthritis pain in my fingers, wrists, elbows, knees and bunions, numbness in my extremities, skin rashes, constant flu like symptoms that never developed, difficulty swallowing with throat clearing and hoarseness (as if something was stuck in my throat and no matter what I did it wouldn't go away) and so many more old symptoms. I began to fear that I had aids, and continuously checked every five months as symptoms progressed. The symptoms continued in waves and have become more severe with time. Years of unexplainable health scares, hospitalization, and surgeries popped up, but I purchased through them, at times life threatening. Each dr and specialist focused on the symptoms of the moment and failed to bring the long history of medical events together. I have no family history and thought it unusual to come across these medical events. I have been diagnosed with hashimoto's disease, graves disease, lupus, rheumatoid arthritis, raynaud's syndrome and sjögren syndrome, so far. I have two nodules, one of those has raised flags to a few drs but my body went into a seizure during aspiration (biopsy) and I have not had a chance to return to attempt. I had a lump in armpit that went into lymph interaction that resulted in the armpit lump swelling to golf ball size and fever resulted with marbelization of white and red skin. I had surgery to remove. My breast are in pain (stabbing, twisting and tightness), swell and feel hot at times. I had recent knee surgery due to sudden tears, may have occurred due to having to compensate for knee joint pain. I am afraid my other knee and wrist are following same situation. I am literally falling apart. I can't understand why other women seem to be mimicking my story, yet nothing has been done. I would like to know that current / past studies are/have been/been conducted how long the study is / was, by whom and results of ongoing / past studies. Why was as consumers do not have access to ingredients of products? I am also learning of women who have explanted and are recovering and at times reversing symptoms and disease and illness. I find this very troubling and I have a true concern on the detriment these breast implants have placed on my health. Health decline since breast implant. I have kept records and have details filed. FDA safety report ID# (B)(4).